Event description:
It was reported that a patient underwent tumor resection on (B)(6)2025 and barbed suture was used. The fixation feature was found detached during the surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One needle-suture piece was received for analysis. Product code sxpp1a405. Additionally, a photo was provided, and with the same condition as the received sample. Upon visual inspection of the returned sample, the section of the fixation tab was not received for evaluation. The extreme was noted to be broken and crushed probably caused by a surgical instrument. Also, body fluids were observed along the strand as well. Furthermore, marks that appear to be caused by a surgical instrument were observed on the body needle. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.